Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: wumiti t, et al. (2021), the effect of cortical comminution on femoral neck fracture after dynamic cross pin fixation in young adults, chin j orthop trauma, volume 23, number 9, pages 775-781, (china). The objective of the study is to investigate the effect of cortical comminution on the postoperative outcome of femoral neck dynamic cross nail system (fns) fixation in the treatment of femoral neck fracture. Between january to december 2020, 86 patients with femoral neck fractures treated with femoral neck dynamic cross nail system fixation were included in the study. There were 37 males and 49 females with a mean age of 50. 6 years (range, 18 to 65 years). The patients were divided into 2 groups according to the presence or absence of cortical comminution at the broken end of the femoral neck. There were 41 patients in the cortical comminution group in which the cortex of the fractured femoral neck was comminuted and 45 patients in the non-cortical comminution group in which the cortex of the fractured femoral neck was intact. All patients underwent fixation using the unknown synthes femoral neck system. All patients performed functional exercise within the allowable range of pain immediately after surgery, 8 forbidden, and decided the weight-bearing time according to the follow-up. The patients were reexamined every month after discharge. Complications were reported as follows: 7 patients had nonunion within 6 months after surgery. For these patients, follow-up observation was performed until 9 months after operation. If the nonunion persisted, hip arthroplasty was performed according to the patient's wishes. 1 patient had femoral head necrosis within 6 months after surgery. Further treatment was selected according to postoperative function, quality of life and patient's wishes. 17 patients had femoral neck shortening within 6 months after surgery. Further treatment was selected according to postoperative function, quality of life and patient's wishes. 1 patient had internal fixation failure within 6 months after surgery. Further treatment was selected according to postoperative function, quality of life and patient's wishes. A 41-year-old female patient had incomplete fracture healing at 3 months after operation. 6 months after operation, anteroposterior and lateral x-ray showed no fracture healing. Vas score for pain was 4 points. This report is for the unknown synthes femoral neck system. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown kits/sets: fns implant kit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Postal code (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.